Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found a hair-like fiber, which is not acceptable per review of zpc 8.400. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. This device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. Ie-23282 has been previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported that during oncoming inspection, a team member found a hair like debris inside of the sterile packaging. No additional information was available at the time of this report.